Event description:
The customer stated that his blood glucose and control tests results had been higher than usual. His control test results were 293, 234, 173, and 228 mg/dl. The normal control range was 94-130 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent to the customer.